Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, event history log review, and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged power supply was identified during functional testing. The cause of the condition was determined to be inoperative/defective power supply. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.